Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per review of wo notes the flow was 0.5 lpm. They discussed the pressure was good, therefore it was not related to the function of the device. Per closed wo- (B)(4), it was noted that a ttm ts, emailed in a data file showing multiple alarm 113s as a result of low flow through a neonate pad. The flow was 0.5 lpm. Bd technical support discussed the pressure was good, therefore it was not related to the function of the device. Per review of event, the event concluded with the device working within appropriate device specifications. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm ts, emailed in a data file showing multiple alarm 113s as a result of low flow through a neonate pad in an arctic sun device. Per review of wo notes the flow was 0.5 lpm. They discussed the pressure was good, therefore it was not related to the function of the device. Per closed wo-(B)(4), it was noted that a ttm ts, emailed in a data file showing multiple alarm 113s as a result of low flow through a neonate pad. The flow was 0.5 lpm. Bd technical support discussed the pressure was good, therefore it was not related to the function of the device. Per review of event, the event concluded with the device working within appropriate device specifications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm ts, emailed in a data file showing multiple alarm 113s as a result of low flow through a neonate pad in an arctic sun device. Per review of wo notes the flow was 0.5 lpm. They discussed the pressure was good, therefore it was not related to the function of the device.